Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with an unknown antibiotic for the event. On the same day as the onset, the patient began treatment with oral levaquin (250 milligrams, daily) for an unreported indication. Two days after the hospitalization, the patient was discharged. Dianeal therapy was ongoing and the patient was recovering from the peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted.